Manufacturer narrative:
Event evaluation- still under investigation.

Event description:
A male underwent initial aaa repair in 2004. The physicians placed a main body and two iliac leg grafts. Over time a type I endoleak developed on the contralateral side. The vessel was extremely tortuous and pulled the original iliac leg graft out of the common iliac and into the aneurysm. The physician placed another iliac leg graft to extend distally and this repaired the problem. Pt is fine.